Manufacturer narrative:
According to available information, this lead was replaced successfully. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead displayed increased threshold and impedance measurements. An x-ray revealed the lead had dislodged and was located in the coronary sinus. A revision procedure was performed. This lead was removed, replaced and discarded by the facility. No adverse patient effects were reported.